Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion in the mid circumflex artery was predilated with a 3.25x20mm maverick balloon. The physician attempted to place a taxus express2 3.5x32mm drug eluting stent, but was unable to cross the lesion due to tortuosity. The physician remove the stent delivery system and the stent dislodged once outside the pt. The procedure was successfully completed with a 3.5x23mm taxus liberte' stent with good results. No pt complications occurred. Pt status was reported as "normal".